Event description:
The customer reported to customer service that she dropped the power supply for her breast pump, and the housing for the power supply cracked when it landed on the floor.

Manufacturer narrative:
The customer was sent a replacement power supply. In f/u with the customer she stated that after dropping the power supply on the kitchen floor it broke in half exposing inner electronics. The customer stated that there was no smoke, fire, or sparking. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated the power supply broke in half exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.